Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis was scheduled for vena cava filter placement in preparation for cervical spine surgery. The right common femoral vein was accessed and an inferior vena cavogram was performed to identify the renal veins. The filter was properly deployed below the lowest renal vein. The sheath was removed, pressure was held, and a dressing was applied. The procedure was tolerated well. The patient was discharged home the same day. Approximately nine days post filter deployment, the patient was admitted to the hospital with acute pain and a hematoma of the groin after ivc filter placement. A duplex venous ultrasound was performed and did not reveal any evidence of dvt. One day post hospital admission, vascular surgery was consulted and a cta of the lower extremity was performed for history of right femoral vein puncture for the ivc filter and possible pseudoaneurysm with acute pain and ecchymosis. The cta demonstrated an ivc filter present. No active arterial contrast extravasation was identified within the proximal right thigh. Two days post hospital admission, the patient was discharged home in stable condition. Approximately eleven months post filter deployment, the patient requested the filter be removed. During discussion, the physician stated that the risk of removing the filter one year after insertion may outweigh the benefits. It was recommended the patient follow up with the hematologist to see if the patient should remain on anticoagulation therapy indefinitely and be protected with the filter for possible surgeries. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately nine days post filter deployment, the patient was admitted to the hospital with acute pain and a hematoma of the groin after ivc filter placement. No deficiency with the filter was alleged within the medical records. The relationship between the filter and the hematoma is undetermined in the provided information. Therefore, the investigation is inconclusive for any filter deficiency. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - hematoma or nerve injury at the puncture site or subsequent retrieval site. He information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis was scheduled for vena cava filter placement in preparation for cervical spine surgery. The right common femoral vein was accessed and the filter was deployed below the lowest renal vein. At the conclusion of the procedure, pressure was held and a dressing was applied. The procedure was tolerated well. Approximately nine days post filter deployment, the patient was admitted to the hospital with acute pain and hematoma of the right groin after vena cava filter placement. Vascular surgery was consulted and a cta of the leg was performed which did not demonstrate any active bleeding. The patient was discharged two day post admission in stable condition. No additional information was provided in the medical records received.